Event description:
It was reported that the customer's father called in to complain about a constant alarm in his son's insulin pump. The customer's blood glucose was at 138 mg/dl. The customer states that there was a light blinking with nothing displaying on the screen. Customer stated that the malfunction could have been caused by rain or moisture in the pump. The customer was advised to discontinue use of the pump and to revert to the back-up plan. A new pump was sent to the customer. No further information was provided.

Manufacturer narrative:
Findings: currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a constant tone alarm with blank display due to moisture damage on electronic assembly. No moisture damage noted on motor assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.